Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A clinical patient was revised to address high metal ion levels, discomfort, and slight metallosis. Update rec'd 10/28/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, elevated metal ion levels, and synovium that was stained with metallic tissue. A doi was identified. A stem is being added to address the elevated metal ion levels. Update 12/22/2014- pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions (no lab results provided). There is no new additional information that would affect the existing MDR decision. Update ad 21 aug 2018: com-(B)(4) has been reopened under pc-(B)(4) and reviewed on 18 sep 2019 due to the receipt of ppf, sticker sheets, and implant records. In addition to what were previously alleged, ppf alleges dislocation, stroke, heart attack, and metal wear. Added revision surgeon, revision hospital, lawyer and law firm. Updated patient's initials. Doi: (B)(6) 2004 - dor: (B)(6) 2012 (right hip).